Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on multiple occasions due to elevated blood glucose levels (1,400 mg/dl) and diabetic ketoacidosis. Customer stated they have been intermittently off the pump since 2015 and could not confirm if the pump or supplies was the cause for the reported issue, or provide detailed information. Customer was treated through intravenous insulin on both occasions.